Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device history file showed error 19s003 (pads not connected timeout. System will power off) occurred then there was a gap until the next log of error 02n001 (battery below remaining capacity threshold) along with error 17s006 (low bus voltage). During the gap the device was likely on during software timeout, which depleted battery pack. The main board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.